Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative error code was found in the device's error log. The system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the blower was replaced due to a motor failure error code. Also, the base assembly was replaced due to damage. The fio2 door, handle retention plate rear cover, main housing, front panel and muffler were all damaged and replaced. The blower, machine flow sensor, and one in line filter prox have been replaced due to contamination. The device passed testing.